Event description:
It was further reported that the patient received assistance from their doctor or a manufacturer representative on (B)(6) and their concerns were resolved. It was further reported that the patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. An appointment date of 2014-(B)(6) was noted. The patient was only concerned with their spinal stimulator and it¿s ¿croked why¿ and the continued performance for them.

Event description:
It was reported that patient's device had lowered her back pain but she had been experiencing electrical shocks in her left foot for unknown reasons. It was later reported that patient's doctor was not concerned with the shocking. Impedance checks were normal. The patient had not complained of it since. It was also stated that the patient was "very high maintenance" and all physicians were aware of it. If additional information is received, a follow up report will be sent. The information was also reported in the manufacturer's report #3004209178-2014-07285.

Manufacturer narrative:
Concomitant products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 37714, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).